Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in germany. It was reported that on (B)(6) 2025 during patient treatment, a small amount of blood was noticed in the drip tray of the cardio help sprinter cart. The blood leak was likely caused by the gas outlet of the hls module. The hls set was primed and connected to the patient on (B)(6) 2025. No leaks were detected during priming process. No blood transfusion was required. The hls set was exchanged with a new one during use with no consequences for the patient. No harm to any person has been reported. Due to the reported leakage and the exchange of the set during use a report is required. The affected hls set was investigated in the getinge laboratory on 2025-09-25 with following conclusion: the reported failure could not be confirmed. A visual inspection and a tightness test was performed and no abnormalities or leakage were detected. However, the complaint sample was not returned in its entirety, which limits the possibility of a definitive root cause analysis. In particular, the sampling line usually attached to the venous luer lock and the associated protective cap were missing. Therefore, a most probable root cause could not be determined. The missing parts of the product were requested but are no longer available. Based on the investigation results the reported failure "leakage gas outlet" could not be confirmed. The production records of the affected product were reviewed on 2024-08-25. According to the final test results, the module with lot#: 3000456675 and UDI#: (B)(4) passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported failure. As stated in the instructions for use pls set / pls set plus / hit set pls plus in chapter priming "before priming the oxygenator, run water through the heat exchanger and check for leaks on the blood side while priming. Check the oxygenator for leaks on the blood-carrying side while priming. Do not use the oxygenator if there are any leaks." Furthermore, ¿if there are drip leaks at the tube connections, use the supplied hose ties to stop the leaks¿. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the german market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
The event occurred in germany. It was reported that on (B)(6) 2025 during patient treatment, a small amount of blood was noticed in the drip tray of the cardio help sprinter cart. The blood leak was likely caused by the gas outlet of the hls module. The hls set was primed and connected to the patient on (B)(6) 2025. No leaks were detected during priming process. No blood transfusion was required. The hls set was exchanged with a new one during use with no consequences for the patient. No harm to any person has been reported. Due to the reported leakage, the exchange of the set during use and the potential risk for the patient a report is required complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Following the submission of the final medwatch report (MDR) on 2025-10-02, we identified an error in the documentation provided. Specifically, the excerpt from the instructions for use (IFU) included in the report was not from the correct product. The case in question pertains to an hls set; however, the IFU excerpt submitted was mistakenly taken from the pls set. We acknowledge this oversight and would like to clarify that the correct IFU excerpt relevant to the hls set is now included in this follow-up report. We sincerely apologize for any confusion this may have caused and appreciate your understanding. The revised investigation results, along with the accurate IFU excerpt, are provided below to ensure the completeness and correctness of the information. The event occurred in germany. It was reported that on 2025-08-06 during patient treatment, a small amount of blood was noticed in the drip tray of the cardio help sprinter cart. The blood leak was likely caused by the gas outlet of the hls module. The hls set was primed and connected to the patient on 2025-08-05. No leaks were detected during priming process. No blood transfusion was required. The hls set was exchanged with a new one during use with no consequences for the patient. No harm to any person has been reported. Due to the reported leakage and the exchange of the set during use a report is required. The affected hls set was investigated in the getinge laboratory on 2025-09-25 with following conclusion: the reported failure could not be confirmed. A visual inspection and a tightness test was performed and no abnormalities or leakage were detected. However, the complaint sample was not returned in its entirety, which limits the possibility of a definitive root cause analysis. In particular, the sampling line usually attached to the venous luer lock and the associated protective cap were missing. Therefore, a most probable root cause could not be determined. The missing parts of the product were requested but are no longer available. Based on the investigation results the reported failure "leakage gas outlet" could not be confirmed. The production records of the affected product were reviewed on 2024-08-25. According to the final test results, the module with lot# 3000456675 and UDI# 1932645 passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. As stated in the instructions for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0 - in chapter preparation and installation ¿perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures.¿ furthermore, it is stated in chapter priming the system ¿check the device for leaks during priming. Do not use the device if there are any leaks.¿ and ¿before priming the set, run water through the heat exchanger of the hls module advanced and check for leaks.¿ furthermore, it is stated in chapter ¿safety instructions for centrifugal pump¿ that leaks or scratching noises in the centrifugal pump can be a sign that it is malfunctioning. Malfunctioning can lead to inadequate patient support. It is mentioned to always keep a replacement hls set for those situations. In chapter ¿priming the system¿ it is written not to pre-prime the circuit too early as this could lead to leaks and to not use a device if there are any leaks. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.